Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are experiencing sore throat and sores in their mouth. They were examined by their doctor, and they advised the patient to stop aligner treatment due to having continued allergic reaction like symptoms. The patient is unable to tolerate the aligners despite multiple corrective attempts.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.